Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door, and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump and behind the front panel, on the baseplate under the pump assembly, and behind mushroom heads a & b. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis is unknown and cannot be determined at this time. Additionally, the peritoneal effluent fluid and blood cultures did not yield growth to evidence the type and source of the infectious pathogen. However, it is well-known cultures do not always present growth. With an initially elevated wbc count and patient responsiveness to antibiotic therapy, it is well within reason to believe this peritonitis was bacterial in nature. Though it was reported by a medical professional there was no malfunction or deficiency of any fresenius product(s) or device(s), the liberty select cycler and liberty cycler set cannot be excluded as a possible contributor to this event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to fresenius a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis due to the catheter. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient was hospitalized on (B)(6) 2020 for peritonitis. The patient¿s initial symptoms were not reported by the admitting hospital. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2020 presented no growth and a white blood cell (wbc) count of 17,100/mm3. The patient was diagnosed with peritonitis due to unknown etiology and prescribed ceftazidime (unknown route, dose, frequency and duration). The patient underwent ccpd therapy on a hospital provided cycler (unknown brand and model) until the patient¿s pd catheter (not a fresenius product) was removed due to the severity of the patient¿s infection (date unknown). The patient had a central vascular catheter placed and underwent hemodialysis (hd) therapy on a hospital provided hd machine (brand and model unknown) for the remainder of the admission. Blood cultures taken in the hospital on (B)(6) 2020 presented no growth and the patient was discharged to home on the same day. There was no report this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis. There is no plan for this patient to return to pd therapy.